Manufacturer narrative:
Insulin pump received with intermittent button response due to flattened(escape, act and up) button dome switch (no crease). No button error alarm, no numbers ramping up and no unlocked keypad connector noted during test. Unable to perform all functional testing including the displacement, operating currents, error test, rewind, basic occlusion, occlusion, prime and excessive no delivery test or verify prime/fill anomaly due to buttons not responding. Pump received with cracked case at the display window corner, cracked reservoir tube lip, minor scratched lcd window and cracked battery tube threads.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call the insulin pump had a prime rewind anomaly. The customer¿s blood glucose was 411 mg/dl at the time of the incident. The customer reports trying to load the insulin pump and it is stuck on fill tubing. During troubleshooting the customer states, they are unable to exit the "preparing to prime" loop. The customer states insulin continues to drip; however, no numbers appear on the display. The customer reported the current blood glucose level is 411 mg/dl. The customer reported not symptoms related to the high blood glucose level and declined troubleshooting. The insulin pump will be returned for analysis.